Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported high shock impedances.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). Subsequently, a revision procedure was scheduled. Prior to the replacement surgery a 10j shock was delivered and high shock impedances were observed, measuring 150 ohms. An x-ray occurred and there was space between the coil and the sternum. The physician suspected that the high shock impedances were due to the electrode position. The s-ICD and electrode were explanted and replaced, which resolved the issues. The electrode is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). Subsequently, a revision procedure was scheduled. Prior to the replacement surgery a 10j shock was delivered and high shock impedances were observed, measuring 150 ohms. An x-ray occurred and there was space between the coil and the sternum. The physician suspected that the high shock impedances were due to the electrode position. The s-ICD and electrode were explanted and replaced, which resolved the issues. The electrode is expected to be returned. No additional adverse patient effects were reported.